Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a recharge burden with the ipg and had high impedances on one of the leads. Investigation was unable to determine which lead was at fault. As a result, patient's entire system was explanted and replaced on (B)(6) 2024. Therapy was restored post-op.